Event description:
On (B)(4) 2014, an nsk america employee was informed of an alleged injury that was caused by a nsk handpiece. Basic information was gathered and the report was forwarded to nsk america (B)(4) on (B)(4) 2014. The initial report described the injury as a burn on the patient's tongue that resulted in a blister the size of a dime and identified the model and serial number of the handpiece in question. It was discovered that the handpiece was already in nsk america's possession having been received for repair on (B)(4) 2014 and an estimate for repair generated. MDR review of the complaint at the time the handpiece was received did not indicate that an MDR would be required. The handpiece was forwarded to the MFR on (B)(4) 2014 in the condition it was received at nsk america from the dentist's office. On (B)(4) 2014, nsk america (B)(4) sent a letter to the dentist requesting additional information surrounding the event and received a response on (B)(4) 2014 with the following details: no cleaning, lubrication or sterilization of the handpiece was performed following the event. (Nsk america sterilized the handpiece upon receiving it.) Date of purchase: 2012. Procedure being performed was a crown prep. Level of anesthesia: 2% lidocaine. No abnormality was detected prior to observing the injury. First indication of injury was seeing the burn after the prep, underside of tongue, left side. Extent of injury: nickel size burn on left side of tongue that lasted 3-4 weeks. No intervention required to prevent permanent damage was listed. Treatment administered: medication- antibiotics, topical steroid. Treatment is not typical for the procedure being performed. There have been several followups. The patient also saw a md. The injury is healing normally. Patient was unable to work for several days (speaking impacted). No further medical attention will be required to treat the injury.